Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having a problem with their equipment. The patient stated that when they go to turn on the handset, it says something malfunctions and they have to start all over. The patient also said that it had been taking 45 minutes to almost an hour to retrieve the pump settings so they could deliver a bolus. The patient confirmed the controller/ptm (personal therapy manager) was spinning at 90% but then it stopped and didn't go any further. Per the patient, they got 8 boluses per day. The agent had the patient close all apps, go into the settings app, and clear data. The patient then tried again to connect and confirmed they were able to connect. The troubleshooting steps taken on the call resolved the issues.